Event description:
Customer reported receiving an error message and add'l icons on their unlocked freestyle flash meter. These messages are an inidcation, the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/l. Readings with an 18 cal code were found in glucose log. E4 errors with low battery/booklet icon were observed. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the letter.